Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left hip - swapped a #8 right anato neutral stem that was implanted on the left side and replaced with an #8 left anato neutral stem.

Manufacturer narrative:
Corrected data: usage of device. An event relating to a revision surgery to remove a right side anato stem component from the left hip was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. It was reported that the revision surgery was performed to remove a right side anato stem component from the left hip. A left side anato stem component was subsequently implanted. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon revised patient's left hip - swapped a #8 right anato neutral stem that was implanted on the left side and replaced with an #8 left anato neitral stem.